Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain specific information, however, our attempts have been unsuccessful. Vessel injury (perforation ) is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR related to this event: 2029214-2017-00333 2029214-2017-00334 2029214-2017-00335 2029214-2017-00336 2029214-2017-00337 2029214-2017-00338 2029214-2017-00339 2029214-2017-00340 2029214-2017-00341.

Event description:
Citation: onyx versus n-bca for embolization of cranial dural arteriovenous fistulas. Rabinov jd1, yoo aj, ogilvy cs, carter bs, hir sch ja. J neurointerv surg. 2013 jul;5(4):306-10. Doi: 10.1136/neurintsurg-2011-010237. Epub 2012 may 1. Medtronic received the following report: patient 20 (male, age 30-39 years) was reported to have a microcatheter perforation in the occipital artery, which had no clinical consequences.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.